Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa the patient experienced a pericardial effusion. A small effusion was present at the start of the procedure and the patient was stable during the procedure. But at the end of the procedure a pericardiocentesis was required and 200ccs of fluid was drained. The patient was then transferred to the ICU where they are expected to make a full recovery. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.